Manufacturer narrative:
Siemens filed MDR 1219913-2026-00058 initial report on 18-mar-2026. Additional information: after MDR 1219913-2026-00058 initial report was filed with the FDA, siemens received additional information. 1. The customer informed siemens for traceability purposes that sample ID (B)(6) (referenced in section b6 of MDR 1219913-2026-00058 initial report filed on 18-mar-2026) is the identification number on the printout provided for the physician, while identification # (B)(6) is the barcode number for the sample as it was processed on the atellica im analyzer. 2. Patient age/gender was provided and is included in section a2 and a3 of this supplemental report. Correction: section h4 and h5 in this supplemental report contain information that was inadvertently missing from MDR 1219913-2026-00058 initial report filed on 18-mar-2026. Siemens continues to investigate.

Event description:
The customer obtained an elevated atellica im ca125ii lot 225 serum sample result that was discordant when the sample was tested using an alternate test method. The complaint indicates that the initial result was reported and questioned by the physician and a corrected report was issued. There is no allegation of patient harm, changes or delays in treatment in association with this event.

Manufacturer narrative:
The event occurred outside of the united states (ous). The ous customer obtained an elevated atellica im ca125ii lot 225 serum sample result that was discordant when the sample was tested using an alternate test method. There is no allegation of patient harm, changes or delays in treatment in association with this event. The assay instructions for use states: "the test is intended for use as an aid in monitoring patients previously treated for ovarian cancer. Serial testing for ca 125 in the serum and plasma of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of ovarian cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment. It is recommended that the atellica im ca 125ii assay be used under the order of a physician trained and experienced in the management of gynecological cancers. This assay is not intended for screening or diagnosis of ovarian cancer or for use on any other system." "Results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.